Manufacturer narrative:
The manufacturer received information alleging the patient passed away from lung cancer. The patient's wife reports that the patient used the device first with sleep apnea and the chronic obstructive pulmonary disease (copd). The patient took the device to the hospital with them and was in hospice when it was used. The patient was under care of a doctor and passed away in hospice. The patient's wife states there is no allegation of device malfunction. The device was cleaned with water. The device was returned by the patient's wife. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging the patient passed away from lung cancer. The patient's wife reports that the patient used the device first with sleep apnea and the chronic obstructive pulmonary disease (copd). The patient took the device to the hospital with them and was in hospice when it was used. The patient was under care of a doctor and passed away in hospice. The patient's wife states there is no allegation of device malfunction. The device was cleaned with water. The device was returned by the patient's wife. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.